Event description:
It was reported that during a procedure the wrench was not fitting on the implantable cardioverter defibrillator (ICD). The physician elected to use another ICD. The patient was in unknown condition.